Event description:
Caller states that during a correlation study the following coaguchek system 1/coaguchek system 2 results were obtained: patient 1: 1.7 inr/2/3 inr patient 2: 2.0 inr/2.7 inr no treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek system 1. Reference medwatch for suspect device in coaguchek system 2.